Event description:
Additional information was received from the manufacturer representative (rep); when asked about the cause of stimulation turning off, it was noted to be simply a loss of charge. There were no problems with charging, but there were problems with charging frequency. The rep noted they obtained the report and explained that the battery was depleted and stimulation was turned off due to insufficient charge, "not a defect". The physician's understanding was obtained, and the issue was noted to be resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date inaccurate, only the year is valid. G2: the country of origin is (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that stimulation would turn off during use so the patient felt pain in the upper and lower limbs. Stimulation was being applied to the upper and lower limbs, but stimulation suddenly had been turning off during use for about a year. It was noted that charging was not going well. It was unknown if there were any environment, external, or patient factors that might have caused the event. No particular troubleshooting was performed. The issue was not resolved. Additional information received from a manufacturer representative. It was reported that stimulation was not turning off due to the ins battery discharging, and the cause of the stimulation and recharging issue was not determined. The patient was to be seen at a medical consultation; the issue had not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. The representative sent a session report and a data report to tech services to inquire if the stimulation was turning off due to battery depletion; they asked regarding the battery level on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. The patient noted that they had been recharging. Tech services noted that the ins depleted and therapy turned off on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025.